Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2021: summon received : case category updated to serious incident , patient information, essure insertion removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy or hypersensitivity reaction"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: new events abnormal bleeding and allergy or hypersensitivity reaction were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy or hypersensitivity reaction"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: new events abnormal bleeding and allergy or hypersensitivity reaction were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / chronic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of spotting between menses (spotting between periods), anxiety disorder, stress, short tempered, low mood, depression, vaginal bleeding, gravida I, parity 4, back pain, abdominal pain and depression. Previously administered products included: oral contraceptive nos for pregnant and mirena and cerazette [cefaloridine]. Concurrent conditions were listed as prolonged heavy periods (longstanding period) and groin pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy or hypersensitivity reaction (characterized by swollen, red and itchy hands)"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues;"), dermatitis allergic ("characterized by swollen, red and itchy hands") and peripheral swelling ("swollen hands"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for genital haemorrhage and hypersensitivity were unknown. The reporter considered dermatitis allergic, device intolerance, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and peripheral swelling to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2015, as per mr (B)(6) 2015 no pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.671 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: bilateral obstruction confirmed; on (B)(6) 2015: bilateral obstruction confirmed; on (B)(6) 2017: the tubes were confirmed blocked at follow-up hsg and so, although not impossible, the chance of pregnancy is extremely low. [Pregnancy test urine] on (B)(6) 2016: a negative result cannot exclude very early pregnancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information patient medical history and events -device intolerance and psychological disorder, red itchy rash on hands, hands swollen added, lab data and patient demographic details were added and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.